Event description:
It was reported that during the implant procedure, the lead became dislodged after multiple attempts. Once the lead was removed for examination which found a small amount of tissue was trapped in the helix. The lead was cleaned off, but attempts to implant were unsuccessfully. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. There was blood in/on the helix/lobe mechanism.